Event description:
The dialysis medical instrument tech reported that when she was setting up the dialysis machine using the streamline blood tubing set, she noticed saline leaking from the arterial side near the infusion port. She removed the set and kept it for me notify the company. Lot number 90355009. Ref (B)(4). Expires 03/2022. The clinician with braun was contacted and the leak was reported. The company stated that they would send a mailing box and label to have the bloodlines sent to the company for further investigation. FDA safety report ID# (B)(4).